Event description:
The complaint advised leica biosystems of the following: "we would, however, like to add case number (B)(4) (cytokeratins and p63). Although the patient did not require a repeat procedure the original result was challenged and changed at mdt following repeat staining of the original specimen. For this case the consultant opinion was "misinterpretation is directly linked to reliance on ihc". Report (B)(4) details a prior incident at this healthcare facility. Further information provided by the complaint stated that the information provided by the complainant stated that the difference in staining noted for cytokeratins and p63 resulted in a change of diagnosis to lymphoma; and the diagnosis of lymphoma was confirmed by third opinion form the local reference centre. MFR report #: 8020030-2014-00075, 00076, and 00077 details a prior incident at this healthcare facility. Investigation of this incident by leica biosystems is in progress.